Event description:
It was reported that this pacemaker system stored a signal artifact monitoring (sam) episode with a minute ventilation (mv) feature which revealed right atrial (ra) high out of range impedance measurements greater than 2,000 ohms. Additionally, there was a lead safety switch (lss) and noise noted. No adverse patient effects were reported. This patient will be evaluated at clinic. This lead remains in service.